Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc device compared to unspecified readings on a competitor brand meter. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who took a glucose reading of 500 mg/dl on an hcp meter and provided an unspecified intravenous (IV) solution and insulin (type/dose unspecified) for treatment for the diagnosis of hyperglycemia. There was no report of death, serious injury, or mistreatment associated with this event.